Manufacturer narrative:
Investigation summary: no product returned. Ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in (B)(6) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old male patient with cardiogenic shock (scai e) secondary to acute myocardial infarction required mechanical circulatory support with impella cp. Before impella implantation bilateral distal perfusion of lower limb was impaired under vasoactive agents. During support lower limb ischemia was observed, due to insufficient information no further information are known. This case is reported conservatively, as a relationship to the device is considered highly unlikely given the patient¿s critical status.

Manufacturer narrative:
Corrected information has been provided in e1(zip code extension).upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.